Event description:
After an implant duration of about 15 months, a loss of capture was reported. The device could not be interrogated. No adverse pt side effects have been reported. The device was explanted.